Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a battery failure on the aic. The aic was removed from service. There was no patient or user harm.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the original report was filed. The console was returned for investigation and was tested upon return. Data logs confirmed the reported failure. The batteries and charging system were tested and confirmed to be working correctly with the batttest utility. The unexpected controller shutdown alarm was determined to be caused by a previous console shutdown triggered by disconnecting the ac power cord while the battery transport switch was disabled. The cause of the issue was use related. The battery transport switch was disabled.